Event description:
The report stated that during preparation for surgery, the pencil activated when plugged into the generator. It activated without pressing the button. It was not used on a patient.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.